Event description:
It was reported that during surgery the error" malleoli points were collected in the wrong order" popped. The surgical site was confirmed again and the registration process was performed again from start. Still the error persisted and surgery was completed with s+n manual instrumentation. Delay of less than 30 minutes and no patient injuries involved.

Manufacturer narrative:
H10: additional information on a1, b2 and e1. E1: foreign zipcode(B)(6). H11: correction on b1, h1 and h6.

Manufacturer narrative:
H10: the device, used in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. A complaint history review found similar reports, this issue will continue to be monitored. The device history record could not be reviewed and it was not confirmed if the product met manufacturing specifications. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The surgical user's manual released at the time of the complaint provides instructions in the " malleoli point collection¿ section: "if the malleoli points you collect are less than 30 mm apart, you will receive the following message: collection error. The malleoli points collected are too close. Press the right footpedal to re-collect the malleoli points." Accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: "the surgeon converted to manual instrumentation to complete the procedure without a significant surgical delay (0-30 minutes). No patient impact/injury was reported on the field report. Therefore, no further medical assessment is warranted at this time." Should any additional information be provided, this complaint would be re-assessed. Visual inspection found the exterior condition doesn't show wear. A functional evaluation was performed and the reported complaint was not confirmed. The cpu was ran through a case and functioned correctly without any errors or issues. The malleoli points were able to be collected correctly. This failure is an identified failure mode within the risk assessment. The root cause was established to be no problem found.